Event description:
It was reported that the patient's left knee was revised. [,,,] "a patella component which has displaced from the bone and a tibial component which appears subsided and in extension". A baseplate, insert, and patellar component were revised.

Manufacturer narrative:
Reported event: an event regarding subsidence involving a triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a cementless, robotically assisted cruciate retaining total knee arthroplasty with patella resurfacing. Approximately three months later revision was necessary for displacement of the tibia and patella. I can confirm that this occurred since I was able to view the x-rays showing the displaced components. I cannot confirm that the event of revision occurred since I have no documentation for it such as office notes, operation note, or x-rays following the revision. The root cause of this event cannot be determined with certainty. However, in my opinion and experience, displacement of two components within a three month period after surgery is unusual and I would implicate surgical technique as a likely cause. I don't believe that this type of displacement can be attributed to patient activity level or weight. If the implant record is correct, the surgeon used a cruciate stabilized insert with a cruciate retaining femoral component. This would need to be clarified as that would be not compatible with proper function. Operation reports for the index and revision surgery would help to clarify this. I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: this patient underwent a cementless, robotically assisted cruciate retaining total knee arthroplasty with patella resurfacing. Approximately three months later revision was necessary for displacement of the tibia and patella. I can confirm that this occurred since I was able to view the x-rays showing the displaced components. I cannot confirm that the event of revision occurred since I have no documentation for it such as office notes, operation note, or x-rays following the revision. The root cause of this event cannot be determined with certainty. However, in my opinion and experience, displacement of two components within a three month period after surgery is unusual and I would implicate surgical technique as a likely cause. I don't believe that this type of displacement can be attributed to patient activity level or weight. If the implant record is correct, the surgeon used a cruciate stabilized insert with a cruciate retaining femoral component. This would need to be clarified as that would be not compatible with proper function. Operation reports for the index and revision surgery would help to clarify this. I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.